Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Troubleshooting found that the pump is not able to get out of the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error and motion sensor test failure during the rewind due to an out of phase motor encoder signal. Unable to perform the functional testing, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the error 70 alarms due to the motor error alarms. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.